Event description:
Discordant results for glucose (glu) and magnesium (mg) were obtained on a dimension vista 1500 instrument. A low result for mg was obtained and the sample was automatically rerun producing a normal result. The customer reran all requested assays for this sample on an alternate instrument. The automatically repeated mg result was confirmed. The result for glu was higher. Only the results from the alternate instrument were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant glu and mg results.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). The tsc advised the customer to perform maintenance on the instrument and auto-alignment of the probes. After that a precision study was performed to confirm that the issue is resolved. The instrument is performing within specifications. Further evaluation of the device is not required.